Event description:
Information was received from a company representative via a consumer and healthcare professional regarding a patient receiving dilaudid (5 mg/ml at 1.2 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient had been feeling bad "3-4-5-6 days (about a week)". The patient experienced increased pain, was really depressed, not doing anything, and wasn't himself. He was usually really active. At a normal refill on (B)(6) 2016, the expected residual volume (erv) was 8.2 cc. The actual residual volume (arv) was 0 cc. There were no pump alarms confirmed. The low reservoir alarm volume was set at 2 ml. This was the first time with an issue like this for the patient. They thought the pump had been empty 3-4 days. There was no increased sedation or any other signs of overdose during the refill cycle. The ptm (personal therapy manager) was last utilized on (B)(6) 2016. The patient had a 40 cc pump, but the pump was only filled 20 cc of drug at refills because it always went over the 6 month stability/refill wasting drug. They did not want to waste drug, so they only filled the pump with 20 cc at refills. At the last refill in april 2016, the erv was 6 cc, the arv was 7 cc, the pump was refilled with 20 cc of drug at that time, and no changes in dosing were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.